Manufacturer narrative:
Device evaluation: the patient remains ongoing on lvad support. A correlation between the device and the reported event could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: clarification was provided indicating that the event was ongoing at study completion. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months . The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a driveline infection. The patient was reportedly non-compliant with asepsis and antisepsis during ligation at home. Cultures were positive for pseudomonas aeruginosa. The patient's white blood cell count was 7.89 x 10^9 cells/l. Unspecified changes to the patient's medication were made. The event reportedly resolved by (B)(6) 2018 with unspecified sequela. No additional information was provided.